Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00149 thru 3012447612-2018-00151.

Event description:
It was reported that three drivers were broken during surgery while being used to remove previously-implanted ha-coated pedicle screws. The procedure was completed using alternative drivers. There was a delay greater than 30 minutes in duration associated with the screw removal, but there were no reported patient impacts related to the delay. This is report two of three for this event.

Manufacturer narrative:
The returned screwdriver was evaluated. The tip was found to be fractured off. There were no other signs of damage on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event. It is likely that the screws being removed had on-growth/tissue integration as there was fusion reported in the patient. This would make the screws more difficult to remove causing the failure observed with the screwdriver. The labeling was reviewed and found to contain instructions regarding proper device usage.